Event description:
In 2009, the lay user/pt contacted lifescan alleging the cap broke on the one touch lancing device. The medical surveillance specialist was not able to contact the pt to obtain/clarify info. The pt said the issue happened four days prior at 7pm. She said she increased her dose of insulin and took 15 units two days later, at 4 pm. Sometime after the issue started, the pt felt symptoms of "sweaty and clammy." The pt normally self-adjusts her insulin but she did not explain her regime. It would be helpful to know whether the pt was able to test after the cap broke, how the pt uses her readings to adjust her treatment, and what she would have done differently had she been able to use the lancing device. During the troubleshooting telephone call, it was determined that the product is not new and there was no misuse of the product. This complaint is being reported because the pt alleged the cap broke on the lancing device and she felt symptoms indicative of hypoglycemia sometime after the issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform the FDA of product(s) that do not pass inspection in a supplemental report.